Event description:
Information was received from a consumer in regard to a patient receiving clonidine and morphine via an implantable infusion pump. The patient thought the concentration of morphine was 50 mg/ml, but the insurance paperwork indicates the concentration is 10 mg/ml. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient was filled at the end of (B)(6) 2016 and they feel like there is no medication going into their body. The patient noticed on the needle at his refill that it said saline flush and the patient has not noticed that before. Since the refill the patient has had weird mental issues and feels like he is going crazy. The patient was not sure how they felt. The patient has headaches like they did thirty years ago. The patient is also shaky and jittery. The patient just feels different and is losing a lot of hair. The event date was reported as (B)(6) 2016. Additional information was received from a healthcare professional. The information received was partially illegible. The date of onset of reported event was none [illegible]. It was reported that the patient has not [illegible] issue, last seen in april. Diagnostics had not yet been performed. The patient has denied [illegible] refill which [illegible]. It was not known if the patient's symptoms were related to an issue that occurred during the refill appointment in (B)(6) 2016. The patient had not follow-up with the healthcare professional. Additional follow-up was conducted to obtain the illegible information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.